Event description:
It was reported that a half day infusor had particulate matter inside the balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Additional information: device was manufactured october 3, 2014-october 8, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 0.15 square millimeters in length, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be polyester material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.